Event description:
It was reported that bd surepath¿ collection vial leaking occurred with a patient sample. The following information was provided by the initial reporter: customer reporting that the vials are leaking. Customer also noted that the lids can't be screwed on to the container tightly to prevent the leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd surepath¿ collection vial leaking occurred with a patient sample. The following information was provided by the initial reporter: customer reporting that the vials are leaking. Customer also noted that the lids can't be screwed on to the container tightly to prevent the leakage.

Manufacturer narrative:
H6 investigation summary: a 12-month complaint review was performed for the item number and identified previous complaints for the defect mode. No previous complaints for the defect mode were identified for the lot number. Bd quality will continue to monitor and trend events related to this issue to determine if corrective actions are required. Material 491452 is manufactured at the bd mebane, nc facility on a validated automated filling line referred to as the shibuya vial filling line. The capper section of the shibuya vial filling line contains eight (8) capper heads, which caps the vials to a validated application torque range, controlled by servo motor. The capper is validated to inspect for application torque and unseated or missing caps. Vials that fail to meet inspection requirements are rejected automatically after the capper section. To ensure that the capper remains in validated state, a quarterly pm is established that is used to confirm accuracy of application torque for each of the capper heads. The pm is performed by using a calibrated servo torque verifier that is compared against the shibuya cap application torque value. Production of material 491452 lot 2164732 started on 16jun2022, with a total of 432 kits (216,000 vials) produced. A review of the two (2) pm events that bracketed the production date identified that the results of the verification were acceptable. Further review identified that there has never been a failure of the servo torque verification pm events. The review of the manufacturing DHR for the lot number identified that it was complete and accurate during production at the mebane, nc facility. During the production process, a statistical sample of vials were subject to leak testing under vacuum. No leaking vials were observed. No pictures were provided; however, one vial was returned. The vial returned did not leak and no abnormalities of the cap or vial were observed. The complaint is not confirmed. An analysis of the retain was performed and did not identify any leaks or abnormalities.